Event description:
Customer reported the heater chamber was leaking and would not allow the vent sst to pass the leak test. No patient involvement reported.

Manufacturer narrative:
(B)(4). Received one (1) 382-10 universal concha column from 880-36kit for investigation. Upon receipt the column was visually inspected for any signs of abuse/misuse/damage. Nothing was noted. The column was subjected to pressure testing. The leakage was so profuse a quantitative value could not be recorded. The column was returned to the manufacturing site for further evaluation as the defect appears to be manufacturing related. The device history record of batch number 74k1900013 was reviewed and no issues or discrepancies were found which could potentially relate to the complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The reported complaint of "chambers leaking prior to use" is confirmed based upon the sample received. An air leak was observed during testing. A non-conformance was opened to identify the root cause and corresponding corrective actions related to this issue.

Manufacturer narrative:
(B)(4)

Event description:
Customer reported the heater chamber was leaking and would not allow the vent sst to pass the leak test. No patient involvement reported.